Event description:
Same case as 6000093-2007-00507. It was reported, that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The procedure occurred in 2006. The physician attempted to place a taxus 2.75x20mm stent to the circumflex (cx) artery. The lesion was pre-dilated with a 2.5mm balloon, unknown type, but multiple attempts to pass the stent were unsuccessful. Another guide wire was also advanced to stabilize the vessel, but this did not help. At this point a 2.75x12mm stent was placed in the obtuse marginal (om) artery. Repeat imaging revealed a dissection in the left main (lm) and involving the ascending aorta. A 2.75x24mm stent was then placed in the lm to seal the dissection completely. The proximal stent in the lm extended to the ostium of the lm. The dissection completely resolved. No patient injuries or complications were reported. Additional information regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.